Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 476 mg/dl with ketones. Reportedly, the customer's health care provider stated that the customer was close to diabetic ketoacidosis, but the ketone level was not dangerous. The customer administered a manual injection and consulted with their health care provider to address bg levels.